Event description:
Device was being utilized on a male pt presented with a subarachnoid hemorrhage. During the procedure the distal tip separated into the origin of the left vertebral artery. The physician was eventually able to mobilize the separated segment.